Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific product quality issue. Based on the information reviewed, the reported difficulty and subsequent unexpected medical intervention appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional three devices referenced with the same reported issue are filed under separate medwatch report numbers.

Event description:
It was reported this was a bilateral arteriotomy closure in the extremely calcified right common femoral artery (rcfa) and heavily calcified left common femoral artery (lcfa) using four prostyle devices using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure via a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with three prostyle devices in the rcfa and one prostyle device in the lcfa. The sutures of two new prostyle devices were successfully pre-placed in both access sites. The sheath for the rcfa was upsized to a 12f and the lcfa to a 16f sheath and the aaa procedure was completed. Hemostasis for both access sites was achieved with the pre-placed prostyle sutures. It was reported that the device failures were due to the extreme calcification. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.